Event description:
The event is reported as: the cuff on the catalog #5-10114 cuffed endotracheal tube broke during an intubation on a patient lying in a lateral position. The cuff was not checked prior to use. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.